Event description:
It was reported by the user facility (and via medwatch uf# (B)(4)) that on (B)(6) 2012, a pt underwent an arnold chiari sub-occipital decompression procedure (craniectomy, shunt insertion and expansile duraplasty using dura-guard). Per the facility's procedure, a piece of the dura-guard patch was sent for culture prior to implantation. Several days later, the culture came back negative. Eight (8) days following surgery, the pt developed fevers, seizures, acute hydrocephalus and increasing csf white count. The pt continued to demonstrate persistent hydrocephalus, and swelling of the medulla and upper cervical spinal cord suggesting infection or vasculitis. On (B)(6) 2012, the pt was taken back to the operating room and the dura-guard patch was removed and cultured. On (B)(6) 2012, the dura-guard patch culture was reported positive for aspergillus fumigatus. The pt expired on (B)(6) 2012. Multiple attempts to obtain further info from the hosp have been unsuccessful.

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met spec at the time of MFR. A review of facility microbial records indicates that aspergillus fumigatus has not been identified for the dura-guard tissue line of products. A review of testing records indicates the sterilant procedure and storage solution are effective at killing aspergillus fumigatus. A review of the sterility test records for this lot of dura-guard showed no microbial growth. Clinic investigation/review concluded: it is unlikely that the dura-guard has contaminated the surgical field based on the following: negative culture of implanted material. Collagen is very susceptible to contamination, explaining why the pathogen has been found on the implant. Negative pathogen investigation at synovis. Risk factors that may have contributed to the outcome: concomitant use of two implants. Contamination can also be from shunting system. Apparently the shunting system had not been explanted. In case of florid infections, all implants (including the shunt) should be removed and an external ventricular drainage is implanted. Intra-operative contamination of the shunt system and subsequent ventriculitis are the clinically most plausible causes that lead to the fatal outcome. Conclusion: based on the results of the synovis investigation, there is no reason to believe that the report of a fungal infection from the pt implanted with a dura-guard patch from lot # 5799286-1802146 should be attributed to the device.